Event description:
Patient tested 4.3 inr on the coaguchek xs pro system while a comparison lab returned as 2.8 inr. No treatment was given based on either result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.